Event description:
It was reported that there was primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection observed that the top case has a chipped front corner. During start-up, flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.